Event description:
Silicone breast implants were leaking and I had to have them removed. I did not want them replaced because I didn't want to go through that again and do not feel it is safe to have them inside your body. Now I have permanent disfigurement and deformity like picture 3 of your pictures. I just wish they turned out like they originally were before the implants were put in. I didn't realize you could come out in worse shape than you started out.